Manufacturer narrative:
The report of a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message observed on the autopulse platform (sn (B)(4)) was reproduced during functional testing. The root cause is due to a defective load cell. The platform was functionally tested and during power up displayed a ua 7 error message during initial power on. The root cause is due to a defective load cell. As part of routine service during testing, the platform was examined and found physical damage. This observed issue is unrelated to the ua 7 error message. After replacement of the load cell and the damaged part, the device was further tested and passed full specification. Historical complaints were reviewed for service information related to the reported complaint and ccr (B)(4) reported on 07 feb 2017 was reported for the autopulse platform sn (B)(4) for the same ua 7 error message due to a defective load cell.

Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The autopulse platform (B)(4), during shift check, was tested and displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message during power up. The user has not placed a mannequin yet at the time the issue was observed. The user was unable to resolve the ua 7 error message. No patient was involved with this event.